Event description:
A pt with a recently implanted internal defibrillator experienced cardiac arrest and died. The pt was on a cardiac monitor at the time, but the facility does not know what type of dysrhythmia, if any, the pt experienced at the time of the event. This particular unit was explanted and returned to the MFR. There are no reports of similar incidents.